Manufacturer narrative:
The customer received a possible nnn error during testing. Nnn errors may be generated if device is not used as directed/indicated. These can be caused by multiple issues, including improper storage, technique issues, and sample interference. The customer repeated the finger stick on the same finger for three tests. Inr testing measures the clotting time of a blood sample after the finger stick is performed. Using the same finger stick site can impact the calculated inr result as well as contaminate the sample with blood that has already initiated clotting. This may have contributed to the observed precision issue of the inr results. Inratio precision data provided by end-user: 1st inr: 5.7, 2nd inr: 2.0, 3rd inr: 3.0, mean: 3.57, sd: 1.91, %cv: 53.66. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. The laboratory reference value provided by the customer was excluded from comparison testing because the test was performed more than three hours between the readings. Since the time of the tests exceeded three hours, changes in patient's status may have contributed to unexpected results. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the client's data was performed between the readings.

Event description:
Caller alleged discrepant results. Results as follows: date: (B)(6) 2013, inratio: 5.7, repeat 1: 2.0, repeat 2: 3.0, lab: 2.1. Time between testing was reported as 2 minutes. Patient's therapeutic range is 2.0 - 3.0. Patient self tester (pst) attempted to test and obtained an unknown three digit error code in which they could not recall. She repeated the test 2 minutes later by re-pricking the same finger. Inratio inr = 5.7. After an additional 2 minutes, the patient repeated the test a third time by re-pricking the same finger a third time. Repeat inratio inr = 2.0. After troubleshooting with tss pst pricked a new finger and obtained an inratio inr = 3.0. This was within an hour of the other tests. Five hours later, pst went to the lab. Lab inr = 2.1.